Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, upon insertion as the membrane enter the sheath a lot of blood was notice. The cardiologist was not sure if the blood had enter the membrane or not so they use another catheter. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and device return to manufacturer date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 the iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. During iab insertion arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.